Event description:
It was reported that something was with the neurostimulator causing premature battery depletion. The neurostimulator was explanted after 8 months of use. The battery voltage was 2.05 volts at explant. The patient experienced cessation of stimulation.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Analysis has not been completed, secondary to lack of legal permission to disconnect the cut-thru extensions from the device, so it can be hooked up to the automatic testing console. Permission has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 389133, lot# j0511641v, implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: lead. Product ID: 389133, lot# j0511641v, implanted:(B)(6) 2005, explanted: (B)(6) 2007, product type: lead. Product ID: 3550-39, explanted: (B)(6) 2007, product type: accessory. Product ID: 3550-39, explanted: (B)(6) 2007, product type: accessory. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: programmer, patient. (B)(4)

Event description:
Additional information reported that there was no patient injury and the patient recovered without sequelae. Additional information received reported that the patient's device was replaced.